Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an l5 centrum tumor resection on (B)(4) 2010. The reservoir functioned properly upon first activation using "natural pressure". The pt's fluid in the reservoir decreased when the surgeon measured it with an automatic scale. The amount of fluid was 450cc (one hour after surgery), 430cc (two hours after) and 400cc (three hours after surgery). Four hours after surgery, the pt's fluid was discarded and the reservoir was re-activated. The staff continued to monitor the amount of fluid in the reservoir, and confirmed that there was no problem with decrease of fluid. There were no adverse consequences to the pt and the pt is in stable condition. The surgeon opines that the method for measurement might have been wrong, or possibly, the anti-reflux valve was the cause.